Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated and was not emitting tones. It was also noted that a fault message was displayed; however, no number was associated with this message. It was also noted that the device was pacing 100% of the time at 50bpm and the device was still pacing appropriately.